Event description:
Additional information was received from a hcp. On (B)(6) 2015, the hcp planned to remove the saline and refill with dilaudid 1mg/ml. They planned to program the pump to minimum rate mode until the previous drug mixture had cleared.

Manufacturer narrative:
Product ID 8709, lot# j10800r48, implanted: 2001 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (15mg/ml at minimum rate), dilaudid (15mg/ml at minimum rate), and saline (1mg/ml at minimum rate) via implanted pump. Indication for use was noted as non-malignant pain. It was reported that the tip of the catheter was found to be cracked via CT scan. The hcp was not told that it was a dye study. The pump settings were changed to minimum rate on the day of report. The event occurred in (B)(6) 2015. It was reviewed with the hcp that it is not possible to bridge in minimum rate mode. It was also reviewed with hcp, that there was still drug in the pump tubing and catheter and to make sure that is noted that it will be there for 86 days (roughly). It was noted to notify the physician of this, as they should know for replacement of catheter that was coming up to avoid overdose.